Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified; flat creases, white particles in shell, weight within specification, wear abrasion. After autoclave cycle was identified: cloudy gel, voids between shell and gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV.¿

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii/IV." Device remains implanted.